Event description:
Subsequent to the 30-day initial medwatch report, additional information was received which indicated that the guide wire unraveled in the guide catheter at the end of the procedure. However, the procedure was successfully completed after snaring with a non-compliant balloon. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed and the reported guide wire break and stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that manipulation during the procedure and/or retraction the guide wire became kinked causing and the coils to unravel and stretch and resulting in resistance. Additional manipulation and/or inadvertent torqueing of the guide wire likely resulted in the noted separation of the core/coils and bends while in the guiding catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was mildly calcified. During use, the versaturn guide wire unraveled and was retrieved with assistance using a balloon catheter. There was no reported adverse patient effect or a clinically significant delay in procedure. A replacement device was used to complete the procedure. No additional information was provided.